Event description:
It was reported that the user experienced fluctuating blood glucose while using the ilet, received oral glucose for low readings, and requested additional training; the clinician suggested a factory reset, the agent initiated an additional training link and had the user sync device logs, and the user had removed the ilet during travel for several weeks. Symptoms included hypoglycemia. Outcomes included no hospitalization or long-term sequelae reported. Investigation included review of synced device logs. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the fluctuating glucose levels. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.